Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Nearly choked [choking sensation]. Brush came off / loose brush [device breakage]. Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on (B)(6) 2018 that he/she purchased a set of oral-b precision clean brushheads. The consumer explained that when he/she went to use the brush head, the brush came off and he/she nearly choked on the bristles. The consumer included a picture of the loose brush and explained that there were small metal parts inside the plastic toothbrush holder that could have come loose as well. The consumer noted that the faulty brush head was just one week old. The case outcome was recovered. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b toothbrush genius 8000 dual handle. No further information was provided. On 22-mar-2018 received consumer's follow-up e-mail: the consumer reported that he/she purchased the braun electric toothbrush with oral-b brush heads included on (B)(6) 2018. No further information was provided.

Event description:
Nearly choked [choking sensation]. Brush came off / loose brush [device breakage]. Product counterfeit [product counterfeit]. A consumer of unspecified age and gender reported spontaneously via e-mail on 21-mar-2018 that he/she purchased a set of oral-b precision clean brushheads. The consumer explained that when he/she went to use the brush head, the brush came off and he/she nearly choked on the bristles. The consumer included a picture of the loose brush and explained that there were small metal parts inside the plastic toothbrush holder that could have come loose as well. The consumer noted that the faulty brush head was just one week old. The case outcome was recovered. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b toothbrush genius 8000 dual handle. No further information was provided. 22-mar-2018 received consumer's follow-up e-mail: the consumer reported that he/she purchased the braun electric toothbrush with oral-b brush heads included on 13-mar-2018. No further information was provided.

Manufacturer narrative:
04-may-2018 product investigation results: the consumer submitted a picture of 2 toothbrush heads on 02-may-2018. Based on consumer scratch test results the refill was identified as a counterfeit.